Event description:
It was reported that cartridge alarm 30 occurred during load process while customer followed prompts to remove used cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement and discussed an out-of-warranty loaner pump option.